Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 11may2020.

Event description:
It was reported that the unit declared a high blower temperature error. It is unknown if the device was in use at the time of the event; however, there was no patient harm reported. The manufacturer's remote service technician performed troubleshooting with the customer. The customer reported that the air inlet filter was dirty and appeared to have "sweater dust" on it. The customer replaced the filter and the issue was resolved. The unit was operational and no alarms occurred.

Manufacturer narrative:
G4: 20jul2020 b4: (B)(6)2020 after four good faith efforts and two contacts established with the respiratory department, there was no confirmation of patient involvement. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.